Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the plastic pieces on the outside of the rigid ureteroscope had broken off and left a jagged part. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the cause of the reported issue is most likely due the application of excessive force as well as the effect of considerable mechanical force caused by an impact, fall or collision with other devices. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing, and the intended procedure was completed. There were no reports of delay or patient harm.